Manufacturer narrative:
Adverse event or product problem/outcomes to adverse event: the patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical registry. Report source: foreign- (B)(6) /study name: (B)(6)- patient ID# (B)(6). PMA/510k: PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended, thus no returned product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the right distal sfa. Approximately 5 months post index procedure, the patient experienced a vessel stenosis. A successful revascularization of the target vessel was performed on (B)(6) 2018.